Manufacturer narrative:
Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow-up, this left ventricular lead was identified as being dislodged. As a result the lead was surgically removed in absence of adverse patient effects however not intended to be returned for analysis. Another lead of same model type was implanted without incident.